Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Visual inspection of the reprocessor side (orange) connector observed one gray lock lever and its metal clip missing, but the remaining lock lever and the pin inside the connector are intact. There were no cracks on the connecting tube, and its tubing had no moisture stains or residues inside. The reprocessor side connector was snapped into the orange connector on our test reprocessor and able to stay in place. The endoscope side connector was also connected firmly into the test endoscope¿s auxiliary water inlet without a problem. The device history record was unable to be reviewed for this device as only the 3-digit lot number was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. Additionally, it's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection: 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the metal clips fell a part over time from use. The exact event date is unknown, however, the customer confirmed it occurred within the past 30-60 days. There were no error messages observed as a result of the failure. There was no impact to the patient. Additionally, it was reported that the provider may have downtime or reduced washing abilities waiting on replacement connectors.

Manufacturer narrative:
The serial number is unknown at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the grey side pieces of the connecting tube cracked and fell off. There was no harm or user injury reported due to the event. Patient identifier: (B)(6) capture related events.